Event description:
Additional information received indicated the patient is not pacing dependent, so no intervention was performed, and no pacing inhibition was observed. Diagnostic imaging was performed and revealed no anomalies.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.